Event description:
In a femoral stick over the horn in a peripheral procedure, the physician had a problem deploying the stent. The stent finally deployed, however, it elongated and the physician had to deploy another stent inside the protege stent to open up the inner diameter of the elongated progege stent.